Manufacturer narrative:
The adverse events in the patient manual distributed with the device states this kind of event can occur. Without a product return, no product evaluation is able to be conducted. The patient stated she has very sensitive skin, which could be a contributing factor to the event. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Patient reports within a day or so of receiving the spinalpak system on (B)(6) 2016, she started to get a redness with blisters using both 72 r and lt4500 electrodes with and without the cover patches. Patient states she even tried paper tape. She states if she uses the adhesive for more than one (1) hour she ends up with welts. Patient states she has tried using the spinalpak system for eight (8) hours on and 8 hours off and she still experienced blisters. Patient states she stopped using the spinalpak system for two to three (2-3) days and she saw an 80% improvement. She applied the electrodes in a different location and after 1 hour she had the welts again. Patient states the skin underneath the electrodes is peeling off. She tried zyrtec to see if that would help but it did not relieve the blisters. Patient states her doctor is afraid of infection.

Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.